Manufacturer narrative:
A second device, promus everolimus eluting coronary stent system indicated is being reported under MFR number 2024168-2009-01762.

Event description:
Reporting status: serious injury/permanent damage. Reporting rationale: occlusion (thrombosis). Device issue: no device malfunction has been reported. It was reported that the pt had two stents (2.75x23 promus and an unk rx vision) implanted in 2009. The pt was taken back to the cath lab 5 days later, only to find that the right coronary artery (rca) was completely occluded, [thrombosis suspected because the pt had presented two days earlier , with acute thrombosis] from the ostium. Nothing was done in the cath lab the third time. The pt was kept in the hospital until 10 days. No add'l event or pt info is available.